Event description:
On (B)(6) 2013 the reporter contacted animas stating that the prime volume was lower than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/20/2013 with the following findings: during investigation, a review of the pump history showed no evidence of load step malfunction. The pump powered on and displayed the ¿verify¿ screen. The pump was able to ¿load¿ and ¿prime¿ a test cartridge correctly. The force sensor calibration was found to be within required specifications. The pump¿s cover was removed; no intermittent condition was found to the force sensor circuit. No debris was found in the cartridge compartment. The issue of load step malfunction was not able to be duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.